Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 05-nov-2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid left circumflex artery. A 3.00x20mm synergy ii drug-eluting stent was advanced but filed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damaged. Device evaluated by manufacturer: a synergy ous mr 3.00 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The distal section of the stent was damaged with stent struts pulled in a proximal direction. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.